Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used during a procedure performed (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the end of the device was flat. The procedure was completed with another cre pulmonary dilatation balloon. There have been no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used during a procedure performed (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the end of the device was flat. The procedure was completed with another cre pulmonary dilatation balloon. There have been no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: problem code 2981 for the reportable issue of distal tip flattened. Block h10: investigation results visual examination of the complaint device revealed that the catheter was not damaged. The balloon was returned inside the protective sleeve, did not show visual defects and looked normal. The distal tip showed a protuberance on its middle. Additionally, the flat section found on the catheter shows signs of an excessive force and/or wrong handling of the device. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.